Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main unit did not turn on when the auxiliary was plugged in. A field service engineer (fse) disconnected all drawers from the internal ribbon cable and powered on the main unit. Then, the fse inspected the drawers for liquid spills or debris and reconnected the ribbon cable to each drawer and reseated the connector to resolve the issue. The customer tested the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a station without power. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.